Event description:
The pt received the scs system on (B)(6) 2011. The pt reported experiencing numbness in her abdomen, low back and legs. The pt was taken to the emergency room where her entire system was explanted due to a cervical hematoma. The pt reported her numbness has resolved since the explant. No further pt complications were reported. The explanted product have been discarded by the facility.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.